Event description:
The customer reported a false positive result performed on (B)(6) 2022 with a nasopharyngeal sample. The customer tested the patient three times with the ID now covid-19 assay and received a positive result each time. A pcr confirmation test was performed with the (B)(6) platform and generated a negative result. Additionally, confirmation testing was performed with the abbott alinity I system and generated two negative results and one positive result. The customer stated the patient was asymptomatic. The customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m174864 with internal positive quality control x2 devices and negative quality control swabs x2 devices. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m174864 and test base part number 190-430 / lot m174864. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m174864 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.